Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on unknown date. Subsequently, legal counsel for patient reports patient was revised on an unknown date due to patient allegations of pain. Additional information received in patient medical records indicates the initial procedure was on (B)(6) 2008. Medical records further indicate that the revision procedure took place on (B)(6) 2010 due to pain, impingement of the iliopsoas tendon, cloudy fluid and an anteverted cup. The operative notes confirm that the acetabular cup, modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on unknown date. Subsequently, legal counsel for patient reports patient was revised on an unknown date due to patient allegations of pain. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information received in medical records, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2012-02591& 2013-03739 / 03740).

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided. Date of event - unknown, expiration date - unknown, date implanted - unknown, date explanted - unknown, manufacture date - unknown. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.